Event description:
It was reported that a user experienced difficulty attaching the infusion set connector to the ilet during a cartridge and infusion set change, and a small amount of insulin was primed before the sequence was correctly restarted; after rewinding the device and restarting with a new cartridge and infusion set, the connector and tubing attached on the first attempt and the change was completed without further issues. Symptoms included no adverse clinical effects. Outcomes included no interruption of therapy beyond the brief setup delay and no medical intervention. Investigation included customer support troubleshooting and user education conducted remotely. Investigation of this case revealed user technique error in the sequence of steps, with no device malfunction and no connector defect observed. It was concluded that the event was attributable to use error, and normal device function was confirmed through successful reattempt.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.